Event description:
The advocate stated the customer received a blood glucose reading of 19 mg/dl from her contour meter and a reading of 200 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate ended the call before any additional information could be obtained. No product will be returned.

Manufacturer narrative:
The advocate ended the call before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.